Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: product testing will not be performed as the cause of the reported complaint cannot be determined through such means. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
It was reported the patient experienced a fall shortly after her peripherally-placed system (off-label) was implanted. Subsequently. The patient's ipg incision site was open and infected. The patient also had a high temperature. Surgical intervention may take place at a later date as the next course of action to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified surgical intervention took place on (B)(6) 2015 at which time the patient's system was explanted. Subsequently, it was determined the patient's infection has resolved.